Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received keypad anomaly and frozen display. Customer¿s blood glucose was 112 mg/dl. Customer stated that the up, down, left and right button was not working. Customer states that numbers was not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states pressing menu button takes them to the menu screen and menu button was working. Customer states the buttons was not responding. Troubleshooting was performed. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. All the buttons functioned properly and no frozen display or moisture damage on keypad traces noted. Keypad connector was fully locked. (B)(4).